Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead oversensed noise which resulted in an inappropriate shock. The physician suspected lead damage, however, a chest x-ray was performed, and the results were inconclusive. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. The lead damage was unable to be visually confirmed during the revision procedure. No additional adverse patient effects were reported.